Event description:
The device's purpose was to cinch a suture. The suture was cinched, but the device did not deploy from the patient's gastric lining as intended. Dr. Then had to use another device to cut the cinch from the patient in order not to cause additional damage to the gastric body.